Manufacturer narrative:
Product ID 3889-33, lot # v394150, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and had lost control of her urine. For the 2 months prior to the report, the patient's symptoms had gotten worse. It was indicated that the patient had external irritation to the vulva area and was given medication by her gynecologist. It was unclear if the patient's symptoms got better as the reporter stated that the patient thought her symptoms may have been getting better but then stated they did not. The patient turned stimulation up to 2.4v to see if that would help, but afterwards, she felt stimulation in the wrong location, down her leg. The patient was wondering "if the thing moved" and felt a reaction to the "instrument." The reporter indicated that the patient felt a surge of stimulation when she was sitting down, which "felt like a lawn mower starting up." The patient had not contacted her healthcare provider (hcp) yet and wanted to discuss the issues with him, but she was not due for another appointment until march. However, the patient was scheduled to see her gynecologist on (B)(6) 2013 and was also going to contact her hcp for recommendations. If additional information becomes available, a follow-up report will be sent.